Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an ischemic stroke with hemorrhagic conversion. The patient was not taking anticoagulation as prescribed. A computed tomography (CT) scan revealed evolving hemorrhage in the right temporal occipital region. The patient had a headache, intermittent confusion, slurred speech and visual deficits. The patient had an intraparenchymal hemorrhage. Arteriovenous malformation (avm) was not confirmed. Another head CT was done on (B)(6) 2021 without progression of intracerebral hemorrhage. The plan of care was to hold antiplatelet/anticoagulant agents and give patient 7 days of keppra. Anticoagulants were restarted with an international normalized ratio (inr) goal of 1.8 to 2.3. It was planned for the patient to be discharged home once inr was therapeutic. The event was not thought to be device related. The event resolved and the patient was being discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.